Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continued use of product could result in a pt's death.

Event description:
Pt expired 2002. No indication info received. Device interrogates with battery voltage 2.70v.